Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked right case plunger (on the side). Motor rate error was found during occlusion test. Unable to calibrate force sensor. The root cause of the reported issue normal wear, device was over eight years old. Old and worn motor assembly parts. Force sensor does not operate as intended. When calibrating force at 10lbs, the count value was below the minimum value. Actions taken to mitigate the reported issue: replaced motor assembly including stepper motor and force sensor. Performed occlusion test and calibration which passed. UDI information is unknown.

Event description:
It was reported that motor rate error and force sense is unable to calibrate events occurred. No patient injury reported.